Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
An inventory coordinator reported that during an intraocular lens (iol) implant procedure there was a failure with the lens. There was no reported patient impact. Additional information was requested.